Event description:
It was reported that during a tonsillectomy procedure using a evac 70 xtra icw wand, the wand was unsuccessful in stopping the bleeding of the patient. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.